Event description:
During an implant procedure, no capture was able to be observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.